Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.0g over specification. B5: alcl results. Alcl negative per lab report no malignant cells identified.

Event description:
Alcl negative per lab report 1/4/2022 no malignant cells identified.

Event description:
Suspected alcl right side.